Event description:
It was reported that the customer received the no delivery alarm on the insulin pump and that the bolus wizard was not working properly. The customer's daughter stated that when the customer pressed the b button, the insulin pump would not direct her to the bolus wizard. Assisted customer with turning on the bolus wizard on. The customer's blood glucose was 527 mg/dl. The customer treated her blood glucose with insulin pump therapy. Troubleshooting for the no delivery alarm could not be performed because the alarm had already been resolved by an infusion set change. Advised customer to call back when the alarm occurred in order to troubleshoot. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.